Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of myocardial infarction is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which two promus stents were deployed. On (B)(6) 2013, the patient was reported to have undergone angiography and cardiac enzyme tests, which confirmed a myocardial infarction (mi). There was no report of treatment performed for the mi. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). Correction: date on supplemental medwatch report was filed incorrectly as (B)(6) 2012. The correct date should have been (B)(6) 2013.